Event description:
It was reported that a femoral retractor, 26mm was used in a surgery on (B)(6) 2015. At some point during surgery, the tip of the retractor broke off, and remains in the pt. This was discovered after surgery was completed.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).